Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an oesophageal dilatation procedure performed on (B)(6) 2021. During the procedure, the balloon would not inflate when inside the patient. Reportedly, the device was removed from the patient for inspection, and it was noticed that the balloon was leaking due to a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.